Manufacturer narrative:
B3: date is unknown.

Event description:
According to the available information, the tip of the connector pusher was broken.

Event description:
According to the available information, the tip of the connector pusher was broken.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. On (B)(6) 2025, we received one sample in its open packaging. At visual examination, we see that the inner tube is bent near the ring. With opened packaging we cannot be determined any root cause about this issue. Inner tube bent may occurred when excessive force is applied. This problem may be observed at different moment: during connection with the stent, if the product hits something hard, if it is pinched by the user when holding or using it, or if a transverse force is applied to it, for example. Checking quality database revealed no anomaly in connection with the described problem. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.